Manufacturer narrative:
Result: pedal.

Event description:
It was reported by service report that both brake pedals were broken off the bed, and the brakes could not be set. No pt involvement or adverse consequences are reported.